Event description:
It was reported that the lens was explanted in a secondary procedure from the patient's right eye due to a myopic outcome after the lens was implanted. Use error was not reported. The incision was not enlarged and no vitrectomy was performed. No patient injury was reported. It was reported that the patient was doing well.

Manufacturer narrative:
All process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. The inspection data for the diopter power process at the monofocal bench was reviewed and was found within specification. The manufacturing record was reviewed and the documentation shows that the production order was manufactured according to specifications and no deviation or assignable cause was identified when this production order was manufactured. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for product evaluation. The lens was visually inspected under the microscope. Visual inspection revealed surface residuals (fiber/particles) on the lens and was returned cut in two pieces. The lens condition is consistent with a lens that was explanted from the patient's eye. Due to the returned condition of the lens, diopter measurement could not be performed. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.